Event description:
It was reported that during a da vinci-assisted surgical procedure, a small plastic part came loose on the black insulation of the distal end, just behind the orange marking of the monopolar curved scissors instrument. The piece was retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the monopolar curved scissors instrument for failure analysis evaluation. Therefore, the cause of the customer reported failure mode cannot be determined. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
The monopolar curved scissors (mcs) instrument was received and failure analysis found that the instrument exhibited scratch marks/abrasions on the brown laser marked section of the tube extension. As a result, the orange plastic beneath the laser marking was exposed. There was no material missing. The probable root cause is attributed to damage during use, which may result from inadvertent collisions with other instruments or an accidental drop of the instrument. Excessive contact with abrasive or hard surfaces during transport, reprocessing, or tip cover/installation/removal can also cause scratch marks.

Event description:
Refer to h11 for follow-up information.